Event description:
Boston scientific received information during the implant procedure of this device, the patient exhibited extreme atrial fibrillation and was externally shocked while the device was just placed in the pocket. After the external shock, the device did not capture for greater than 15 seconds, however pacing spikes were observed on the egm's. The physician thought that he had damaged the device beyond repair, and chose to explant it at that time. A new device was successfully implanted in it's place. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.